Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer stated they had not felt well and dropped their insulin pump. The customer's device was cracked and the battery did not fit in well. The customer's blood glucose level at the time of admission was 202 mg/dl. The customer's symptoms include vomiting. The customer was still being treated in the hospital. The customer switched to their old insulin pump for treatment. The customer was wearing the device at the time of admission. The cause per the doctor was diabetic ketoacidosis. The customer did not have the device information and had to call back. Nothing was replaced or returned.